Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 4/21/2023, it was reported by a sales representative via phone that the dx fibertak from an ar-8988-cp fiberlock suspension system would not seat. The surgeon followed all the techniques correctly, drilled accordingly, followed the laser lines, and used x-ray for visualization; however, when inserting the dx fibertak, step four of the guide, the anchor met resistance and was unable to advance past the second cortex. The surgeon changed hand position and tapped lightly, but the fibertak could not entirely be inserted and could only breach a bit of the second cortex. Another ar-8988-cp fiberlock suspension system kit was opened, and the surgeon used the dx swivelock instead of the dx fibertak to complete the procedure successfully. This was discovered during a cmc suspensionplasty procedure on (B)(6) 2023.